Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection. Reportedly, the patient inquired if the implantable products to be infected because the initial system was removed due to infection. There was no additional adverse patient effects were reported. This ra lead remains in service.